Event description:
It was reported that during a lobectomy procedure, the device produced an incomplete staple line. Sutures were used to control the bleeding. The device was reloaded and worked fine to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.